Event description:
The following information was provided to davol by the patient's attorney: (B)(6) 2010 - the implantation of the bard mesh occurred. Attorney alleged disability, impairment, pain and suffering.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.